Event description:
A malfunction was reported on the pump, identified by the customer as displaying a specific malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset instructions and assisted the customer with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.